Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ brown particles observed on the surface of the shell. ¿ non-penetrating nicks observed. ¿ a delamination total of plug strap disk shell assessed as a cohesive failure.

Event description:
Healthcare professional reported left side deflation and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, concern with product.

Event description:
Healthcare professional reported left side deflation exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted and replaced.